Event description:
It was reported that the ambicor penile prosthesis (app) was not inflating properly due to a cylinder aneurysm. The device was removed and replaced. There were no patient complications.